Event description:
It was said the patient had a change in drug effect. The patient had symptoms of withdrawal and pain when he was sick. It was unknown what medication was in the pump.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).